Manufacturer narrative:
Exact date of the event is unknown, year 2019. This report is for an unknown device/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to a non-union and delayed healing of the tibia on (B)(6) 2019. Originally, the patient was implanted with one (1) variable angle (va) locking compression plate (lcp) medial distal tibia plate, four (4) unknown cortex screws, one (1) unknown cannulated screw, and eight (8) unknown va locking screws on (B)(6) 2019. On an unknown date after the implant surgery, the four (4) cortex screws were found broken. The broken screws and its fragments were removed easily without additional intervention. The patient was replated and a bone graft was performed. The surgery was completed with no adverse consequence to the patient. Concomitant devices reported: va lcp medial distal tibial plate (part # 02.118.012, lot # l959629, quantity # 1) , unknown cannulated screws (part # unknown, lot # unknown, quantity # 1), unknown va locking screws (part # unknown, lot # unknown, quantity # 8). This complaint involves four (4) devices. This is 3 of 4 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D11: corrected therapy date to (B)(6) 2019 for all concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.